Event description:
Article reviewed: comparison of bridging stents used with fenestrations during fenestrated/branched endovascular aortic aneurysm repair (fb-evar). Zack j, zehner k, schanzer a, et al. Journal of vascular surgery. June 2024. The study purpose was to evaluate the effect of bridging stent selection on target artery (ta) outcomes of reinforced fenestrations in fb-evar. Between 2005 and 2023, all patients [median age 74] had at least one renal-mesenteric ta incorporated by reinforced fenestration. Information was gathered from 10 sites and analyzed. A total of 1967 patients were enrolled with 6795 renal-mesenteric tas (1342 gore® viabahn® vbx balloon expandable endoprosthesis (vbx stents) and 5453 icast stents). Bridging stents were predominantly icast until 2021. For 2021-2023, equal proportions of icast and vbx were used. Primary endpoint was target artery instability (tai). Secondary endpoints were freedom from endoleak, secondary intervention (si), and patency. The median follow up was 30 months overall, and 12 months and 36 months for vbx and icast stents, respectively. The use of multiple stents in one ta was higher in vbx compared to icast outcomes were broken down by percentage only: primary patency was significantly lower for vbx stents compared to icast and no differences in secondary patency or freedom from endoleak. In subgroup analysis, for the renal arteries: vbx stent ta instability was significantly higher, with lower freedom from secondary intervention (si). For mesenteric arteries, no difference for ta instability. However, vbx stents had lower primary and freedom from si. Vbx stents also had significantly lower freedom from type 1c endoleak , but no difference in type 3c endoleak. Fenestrations with multiple vs. One vbx stent had significantly higher ta instability, which was also seen in the icast group. Independent predictors of ta instability were use of multiple stents, renal artery incorporation, and baseline creatinine. Rates of ta instability after use of both icast and vbx stents in reinforced fenestrations are acceptably low and overall freedom from tai is better for icast compared to vbx stents. Use of multiple icast or vbx stents in a single fenestration, but not stent type, was independently associated with higher tai. The disproportionately increased use of multiple stents in a single fenestration for vbx stents compared to icast may be responsible for worse outcomes and warrants further study.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Article reviewed: comparison of bridging stents used with fenestrations during fenestrated/branched endovascular aortic aneurysm repair (fb-evar). Zack j, zehner k, schanzer a, et al. Journal of vascular surgery. June 2024. A2: mean age was entered based on literature information. A3; a4: patient information was requested for each subject with 'target artery instability' and other complications when vbx device is used. Author's response stated this information is unavailable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.